Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the catheter was being placed into a patient's right basilic vein in the ICU. While advancing the peel-away sheath into place over the guide wire, the sheath buckled about midway up and split on the side. As a result, the clinician opened a new sheath and it was used without incident. There was no delay in treatment and no patient death or complications reported.